Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited a sudden increase in impedance measurements to out-of-range values. Loss of lv capture was also observed on the presenting electrogram (egm). Thorough troubleshooting to evaluate the integrity of the lead was recommended by a boston scientific remote clinical specialist. The patient was seen in-clinic, and their cardiac resynchronization therapy pacemaker (crt-p) device was reprogrammed. It was noted the device continues to deliver crt pacing, and the plan is to closely monitor the patient and replace the lv lead at the same time as a future box change. No adverse patient effects were reported. This lv lead remains in service.